Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the end cap was not returned with the instrument body. Per the device print, the end cap is assembled to the instrument body using medical grade epoxy. Without return of the end cap, no definitive statements can be made regarding the end cap fracture. The instrument body shows signs of wear from use. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the instrument fractured while impacting the implant into the patient. All pieces were retrieved and there was no harm to the patient or surgeon.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.